Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. The patient impact beyond the revision could not be determined. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after an open reduction internal fixation of the left proximal femur subtrochanteric fracture repair had been performed with an intramedullary nail, the patient attended to the 5-month follow-up appointment, where reported that was doing okay, but then several weeks before that, when doing straight leg raise, felt acute increase in discomfort to the point where started having significantly more difficulty bearing weight on the limb. The physician evaluation discovered that the implant had broken and failed. The patient needed relatively urgent revision femoral nailing. The patient outcome is unknown.